Manufacturer narrative:
Qc recovery was acceptable. No indication for a performance issue of reagent or instrument. Based on the data provided a clear root cause could not be identified. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys estradiol iii assay on a cobas 8000 e 801 module. No incorrect results were reported outside of the laboratory. The sample initially resulted with an estradiol value of 27.5 pg/ml. The sample was repeated twice, resulting with values of 31.2 pg/ml and 13.7 pg/ml. The estradiol reagent lot number was 419963. The reagent expiration date was requested, but not provided.